Event description:
It was reported that the camera head had the image to appear pink and streaked with horizontal white lines and faulty contacts in the cable base on the camera head side. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in cable unit, color tone of the image is not proper, and no image is displayed. A definitive root cause could not be identified. Based on the investigation results, it is likely that the malfunction occurred due to a disconnection in the cable unit, which caused improper color tone and resulted in no image being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.